Event description:
Per the clinic, the device was explanted (date not reported). The patient was reimplanted with another cochlear device (date not reported). Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient experienced a wound dehiscence and (B)(6) infection at implant site. Subsequently , the patient was hospitalized (date and duration not reported) and was treated with IV antibiotics for a duration of two weeks (date not reported). The implanted device remains.